Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had connection issues. The following information was provided by the initial reporter: pt alerted rn staff that he was bleeding from IV site. He states he moved his arm up and the IV "came out." Upon further inspection the IV hub had become disconnected from the catheter. This is not the first time a hub has become disconnected on my patient but since it happened twice today on two different people I am seeing a pattern since we change our IV supplies.